Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bullectomy, while resecting the bulla, the second reload misfired and could not be able to unload it and the fourth reload got stuck while firing. The jaws of the device locked on tissue. The surgeon used another instrument to open the jaw from the tissue and used a new handle and reload to resolve the issue. There was no patient injury.